Manufacturer narrative:
(B)(4).

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing intermittent ¿brief sensor issue¿ alerts throughout the day, with the longest continuous duration lasting approximately four hours. The patient was also using a tandem mobi insulin pump at the time. During a period when the cgm was displaying the brief sensor issue alert, the patient experienced symptoms including feeling unwell, shakiness, vision disturbances ("eyesight going black"), sweating, and weakness. A blood glucose (bg) measurement obtained via meter showed a value of 49 mg/dl. The patient self-treated with glucagon and reported improvement in symptoms afterward, although stated he did not feel fully back to baseline. The patient did not seek medical care from a higher level of care. At the time of reporting, the patient indicated that he was still not feeling well. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.